Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported balloon leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Per xience alpine everolimus eluting coronary stent system instructions for use (IFU) instructs the user to remove the device from the protective tubing and flush the guide wire lumen. Prepare the device by removing air from the system, then it can be used in the anatomy. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation, air aspiration was performed in the anatomy. The procedure was to treat a mildly calcified and eccentric de novo proximal left anterior descending artery that was 85% stenosed. Pre-dilatation was performed and a 2.75 x 08 mm xience alpine stent delivery system was advanced to the lesion. An attempt was made to pressurize the balloon when contrast could be seen leaking from the balloon when it was inflated to 4 atmospheres. The stent implant had not deployed yet, so the device was removed without issue. Another 2.75 x 08 mm xience alpine stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.